Event description:
It was reported that the patient had numbness and difficulty raising their right leg for the past 2 weeks. The patient was seen by a general neurologist and they did not find anything wrong. It was further reported that the patient¿s battery had been overdischarged for about 2 years prior to the report. It was further reported that an overdischarge was confirmed. The cause of the overdischarge was patient compliance. There was no physician mode recharge performed. The patient was experiencing a loss of stimulation. It was noted that the patient was in a long-term care facility and claimed they felt shocks and numbness going down their leg. The patient¿s managing doctor wanted to rule out any problems with the stimulator. It was further reported that the cause of the event was unknown. The patient was having numbness and trouble raising their left leg. The patient did not require hospitalization due to the event and the patient outcome was listed as no injury.

Event description:
Follow up information reported that the patient was seen by a neurologist and they felt there was nothing wrong with the patient. The patient¿s primary care physician stated there was no relationship to their implantable neurostimulator (ins). The patient¿s symptoms were reported as totally resolved and there was a question if they had the symptoms (question if symptoms were ¿attention getting behavior¿). There were no further complaints of numbness and the patient was able to move their leg without difficulty.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported the cause of the numbness and difficulty raising was not known. It was noted the nurse had concluded it wasn't related to the electrode. It was noted diagnostics could not be performed due to the overdischarge. No interventions had occurred and were not planned.